Event description:
Patient representative reported ¿plaintiff has been complaining of an increasingly painful hardening of both breasts, especially on the left side, as well as general fatigue with a feeling of illness and undulating subfebrile temperatures. Surgical palpation revealed the diagnosis of capsular fibrosis on both sides as well as the suspicion of a silicone tumor in the left axilla. This suspicion was confirmed in the meantime by recovery from a sonographic examination. The implants are ruptured on both sides¿ and "there is now a predisposition to develop lymphoma (bia-alcl)". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture baker grade unknown. Additional, changed, and/or corrected data: b5, b6, e1, g2, h6, h11.

Event description:
Patient representative reported right side rupture "due to a roughened texture", "capsular fibrosis" baker grade unknown, and "a predisposition to develop lymphoma (bia-alcl)". Patient representative also reported the following events, which are not device-related: "general fatigue" and ¿undulating subfebrile temperatures¿. Device remains implanted.